Event description:
It was reported that patient presented for follow-up with multiple episodes of vf due to oversensing. The noise was reproducible in clinic and the patient was in stable condition after the event.